Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to a faulty clock-spring within the universal surgical manipulator (usm), as indicated by the error 31226 and the failed fiber test on the patient side cart fixture test platform, with testing confirming the clock-spring as the source of the fault.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the clock spring. Once testing was completed, the clock spring was (applied behavior analysis) aba tested and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the clock spring was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure that universal surgical manipulator (usm) 3 stopped working. The customer disabled the usm and power cycled the system to move forward with the case. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs but found no faults. The procedure was completed as planned with no reported injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.